Event description:
Pt reports he fell a few weeks ago and the physician wants to do a MRI or cat scan. He also reports no stimulation sensation. Additional info was requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4)